Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the surgeon was trying to clip a vessel during a laparoscopic procedure, after a few uses, the incident occurred. The clip remained on the clamp. After another attempt the clip remained in the device again and did not clip the vessel. The nurse gave a new medium type clip applier with the same lot number batch. As before, there was no problem at first uses but the incident occurred again after a while. Surgeon replaced the device to resolve the issue. No patient injury.